Event description:
Per the surgeon, the patient reported of no sound perception, however, the issue could not be resolved. The device was explanted on (B)(6) 2021 and the patient was implanted with a new device during the same surgery.